Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 2 minutes into the procedure, the physician noticed a slow fuild leak. The physician moved the sheath and there was more leaking. The physician restarted the procedure and moved the sheath from side to side, which caused more leaking. It was noted that the system did not display an alarm, but the fluid leak was rapid. The physician stopped the procedure and checked the gauze inside the cavity. The gauze was not hot so the physician restarted the procedure. The physician completed the procedure with this procedure set; however, at the end of the procedure the physician noticed a burn. During follow-up, the physician indicated, "there has been no further contact with the patient and the physician does not feel that a burn was sustained by the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.